Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 800 synchron system was displaying "cuvettes failing water blank" errors due to wash station overflowing. Customer reported that no erroneous results were generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment.

Manufacturer narrative:
Bec field service engineer (fse) fse found one of the wash station valves was not tightened. The issue was resolved after the fse tightened the valve and cleaned and the cuvettes per established procedure. Bec identifier for this complaint is (B)(4).